Event description:
Information received indicates, the bed has no power.

Manufacturer narrative:
The technician found the neutral on the power cord was open. The technician replaced the power cord to repair the bed.